Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2022-00119, 1627487-2022-00155, 1627487-2022-00156. It was reported that the patient had an infection at the lead midline incision site. As a result, the scs system was explanted. The patient was discharged and prescribed oral antibiotics which addressed the issue. Follow-up information indicated the infection has resolved.